Event description:
The patient has 2 scs leads with the same lot number. It was reported the patient wa receiving unintended chest wall stimulation and as a result has stopped using stimulation. Per the radiologist, x-rays revealed one of the scs leads has migrated. The patient is to consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.